Manufacturer narrative:
The returned device was patent, however it did not meet the requirements for leak testing due to cracks in the distal arm of the zero-reference stopcock. Adhesive was observed on the flange of the stopcock¿s luer connector. A review of the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that that the device leaked at the stopcock connection after the device had been connected to the patient. According to the report, the patient did not incur an injury and was in stable condition following the event.